Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise which was visible on the rv electrogram (egm). It was also reported that the superior vena cava (svc) coil of the rv lead was previously capped due to high defibrillation threshold (dft) at initial implant. It was further reported that fluoroscopy of the rv lead revealed that it was probably in a compromised position for subclavian cruch. Additionally at fluoroscopy viewing, the svc coil was not in the svc but pulled back into the subclavian vein. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were two ventricular nst=170 ms on (B)(6) 2012 at 16:02:46 and 17:53:29. There was one vf=140 ms average v-cycle on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.